Manufacturer narrative:
Approximate age of device - 34 days. The report of device thrombosis was confirmed based on the evaluation of the returned pump. However, a correlation between the device and the observed thrombi could not be conclusively determined. Upon disassembly of the device, a large thrombus formation was found adhered around the inlet bearing cup and ball, obstructing approximately 60-70 percent of the blood flow path. The thrombus ring showed areas of denaturation and appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Additionally, a large thrombus was found surrounding the outlet bearing cup and ball and lodged between all three outlet stator blades, occluding the majority of the blood flow path. The thrombus lacked laminated layering, suggesting that it did not develop in this location; however, the origin of the thrombus could not be conclusively determined. Although a duration of time for which the thrombus was present in the pump could not be determined, the areas of denaturation as well as the contact marks present on the outlet portion of the rotor indicate that the thrombus was present while the pump was operating. Although a root cause for the observed thrombus formations could not be conclusively determined through the evaluation, they were obstructing a large portion of the blood flow path and could have contributed to the reported hemolysis. The thrombi could have also created additional resistance on the spinning rotor, contributing to the reported power elevations. Visual examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions using a mock circulatory loop revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: rising ldh, dark urine, power spikes, need for pump exchange. Additional information also included indicated: thrombus event: signs or symptoms: hemolysis. Intravenous anticoagulation: yes. Ae device malfunction: n. Device malfunction causative factor: sub therapeutic anticoagulation and prothrombotic states.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an elevation in his lactate dehydrogenase (ldh) and plasma hemoglobin levels. Additionally, rare pump power spikes and aortic valve opening with every cardiac cycle were reported. Initially, the patient had no hematuria or signs of congestive heart failure. However, on (B)(6) 2015 the patient underwent an emergent pump exchange after developing hematuria and increasing pump power elevations. The exchange was performed with a subcostal approach off cardiopulmonary bypass. It was reported that thrombus was observed on the inlet stator at the time of the pump exchange.